Event description:
Our hospital-based clinic purchased these smart cuffs blood flow restriction cuffs for use in our physical therapy department. They pump inflates the cuffs but appears to have irregularities with how intense of a pressure it applies. Sometimes the pressure is very light to the patients, and other times it is too strong for them to handle and we immediately need to remove the smart cuffs bfr cuffs, so the patient isn't injured. One patient reported hematomas the next day. Essentially, this device does not appear to be functioning properly when choosing the smallest, middle, or highest bfr setting on the pump. FDA safety report ID# (B)(4).